Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted (B)(6) 2003. (B)(4).